Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient minimal benefit from the device, resulting in the decision to discontinue use of the device. The device was explanted (B)(6), 2010, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).